Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor experienced an issue and an error message indicating the device had detected an error and a message to shut down and restart the device occurred. The crew member restarted the monitor. Upon restarting, the error "cannot locate mpm application.exe" occurred and the monitor powered off. The device was being prepped by the crew to take on a transfer. However, upon experiencing the error, a different monitor was deployed for the transport. The user indicated no delay to monitoring occurred and did not impact patient care. The monitor was taken out of service immediately. No health consequences or impact occurred.